Event description:
It was reported that the patient presented remotely via merli.net. Review of the transmission revealed that the left ventricular lead exhibited unacceptable capture thresholds. Further information was requested however, was not provided.